Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the clip assembly mashed on to the bushing and unable to be deployed. The prongs would not open and close but were not locked into the capsule. Based on the condition of the returned device, the reported failure was confirmed. However, given the event description and the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.